Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold. Additional information indicates that this event happened after pocket closure. This lead was abandoned surgically. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that there was no surgical intervention performed for this right ventricular (rv) lead. Reprogramming was done instead. This lead remains in service. No adverse patient effects were reported.